Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "inner ear problems, dizziness, and loss of balance since the end of 2021." The patient has consulted with their general practitioner, an ear specialist, and has undergone additional tests with a neurologist and cardiologist. The patient "has done vestibular physiotherapy." There is no allegation of serious or permanent harm or injury. In this report, section b1, h1, h6 (health impact grid), and h9 has been updated. Upon further review, the reported events were determined to be a product problem. Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "inner ear problems, dizziness, and loss of balance since the end of 2021." In addition, the patient reported consulting with their general practitioner, an ear specialist and undergoing additional tests with a neurologist and cardiologist. Medical intervention was vestibular physiotherapy. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.